Event description:
On (B)(6) 2010, the lay user/reporter, the patient's wife, contacted lifescan to report the one touch ultra 2 meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date in (B)(6) 2009, the patient obtained an unspecified error message on the reported meter; he was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. The patient manages his diabetes with insulin on a sliding scale. Approximately six months afterwards, the patient experienced the symptoms of headache and blurred vision. On (B)(6) 2010 the patient was admitted to the hospital, and treated with insulin. The issue was not resolved during the troubleshooting telephone call. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to the meter issue, and received treatment with insulin and hospitalization. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.lot #: not provided; 510k #: k053529.